Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a colonoscopy procedure to treat internal hemorrhoids performed on (B)(6) 2024. During the procedure after setting up the device, the physician rotated the handle to deploy the bands; however, the bands would not deploy. A second speedband superview super was used, but the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event.